Event description:
It was reported that a balloon detachment occurred. A 3.00mm x 15mm nc emerge balloon was selected for use. When the box was opened, it was noted that the balloon was not attached to the delivery system. The procedure was completed using an alternative device.